Manufacturer narrative:
The surgery was not completed as planned due to the malfunction and an additional surgery is needed. Hence this event is reportable per 21 cfr part 803. Not returned.

Event description:
In this event it was reported that a customer was able to use a guide only for the right side. The doctor was not able to perform the surgery on the left side because the atlantis abutment was rotated. Investigation shows that a software problem in the library lead to the rotated abutment position. The dentist wanted to do immediate loading in a show case, so he decided not to place the implant.